Event description:
It was reported that the stent advanced forward when deployed, requiring an additional stent had to be placed to cover the target lesion. A 8 x 80 x 130 innova vascular stent was selected for a lower extremity runoff procedure in the external iliac artery. However, during deployment, the stent advanced forward. An additional stent was placed to cover the target lesion. There were no patient complications reported and the patient fully recovered after the procedure.